Manufacturer narrative:
Additional information was provided in sections a1, a2, a3a, b5, b7 and h6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information indicates that the patient was undergoing a pars plana vitrectomy. Due to excessively high infusion pressure, the infusion line was removed from the eye, and the ophthalmic operating system was changed. The procedure was successfully completed on the same day without any harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during surgery an ophthalmic operating system was providing balanced salt solution (bss) fluid at a much faster rate than usual and when attempting to adjust the infusion, the patient¿s eye became extremely firm ('rock hard'). Details regarding the procedure and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.